Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because the issue was observed while the driver was not supporting a patient. The companion 2 driver has been returned to syncardia for evaluation. The results of the evaluation will be provided in a follow-up MDR. (B)(4).

Event description:
The companion 2 driver was not supporting a patient. The customer, a syncardia certified hospital, reported that the companion 2 driver exhibited diastolic waveform delay during a training session.

Manufacturer narrative:
The customer-reported waveform timing offset was reproduced during investigation testing in that a timing delay manifested in the right flow waveform. The root cause of the waveform timing offset was determined to be a malfunction of the right pilot valve, which caused a right flow waveform delay/offset. Syncardia has a corrective and preventive action (CAPA) for this issue. Syncardia has completed its evaluation and is closing this file. (B)(4).